Event description:
The customer reported the ventilator was alarming and shut down during use on a patient. The customer reported the ventilator blower was not functional and had no output for breath delivery. The manufacturer's service technician was able to duplicate the reported problem. The service technician replaced the blower to address the reported problem. Performance verification testing was completed and passed to operating specifications.